Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close foot was not confirmed. The reported link exposed was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported irregular appearance appears to be related to user mishandling during removal of device from packaging or accidental removal/ manipulation of device, plunger inadvertently depressed/deployed (step 2). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that, when the proglide device was removed from the packaging, the foot was found open with the link exposed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
B3: the date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.